Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care patient reported that the adhesive portion of the infusion set was adhered to the cap of the set prior to product use. The home care patient reported that their blood glucose levels rose to 350 mg/dl due to the interruption in insulin therapy. The patient reported that they replaced the infusion set and administered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.

Manufacturer narrative:
One product was returned for evaluation. During visual inspection, the product was found to have the adhesive layer adhered to the cap. The manufacturing facility determined during their investigation that the issue was most likely caused by a manufacturing condition. In order to address the manufacturing issue, the facility implemented the following actions: bond skin adhesive film onto flange of the sleeve; prior to removing liner press, lightly with the finger all around the contour liner that is bonded to the inserter/retractor; slowly remove/release the liner by pulling from the closet point and use a careful rolling action to peel the liner off; inspection of the skin adhesive using camera vision system; prior to 100% inspection process in the camera vision system, the investigator must verify that the origin point of the table specification is aligned with the product. If it is not aligned, the operator must notify the supervisor/group leader to adjust the specification table; place cap to retractor; verify that the skin adhesive does not tick to the cap; if wrinkles are present after placement, send to rework; a manufacturing engineer with verify the visual system every 15 days. A calibrate chronometer will be used to measure the speed of the machine.